Event description:
It was reported that during use of implantable cardiac monitor (icm) the patient experienced suspected allergic reaction to the device. Status of the icm replacement is unknown. No patient complications have been reported as a result of this event.